Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charger cable for the ilet system was not working, the device battery was low, and a replacement charger was initiated and shipped, with delivery delayed due to lack of weekend service. Symptoms included no alerts or alarms and no blood glucose impact reported. Outcomes included replacement supplies shipped and no clinical intervention or hospitalization. Investigation included review of delivery logistics and confirmation of shipment and tracking details. Investigation of this case revealed a suspected accessory malfunction limited to the charging cable, with no device performance impact and no patient harm. It was concluded, based on previously established findings for similar reports, that the cause was an accessory-related issue consistent with wear or damage, addressed through replacement.